Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received results of 185 and 211 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The test strip lot number provided by the customer was not valid, so the meter info was provided instead.